Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) assisted the customer and confirmed that drawer was working. No failures were found. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 failed to open and was unable to recover, iser rebooted the device but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.